Event description:
Customer reported a communications error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the input transformer connections. System operates as intended.